Event description:
It was reported that after the use/placement of the product, the customer noticed the tube was cracked and it almost came off from the flange. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: three (3) pictures were provided for visually inspection; damage between the tube and flange was visible. The complaint sample was visually inspected; the break was seen near the welding between the flange and the tube. The failure mode reported was confirmed. A non-conformance report (ncr) was opened to investigate and determine the root cause. The probable cause for the reported problem was malfunction and/or inconsistent welding equipment operation. No corrective actions were required for the equipment and process which had been stopped, due to product demand changes. The tracheostomy tubes in the related non-conformance report (ncr) were confirmed to be discontinuing. Therefore, gaps identified in the welding process will be eliminated once the products are obsoleted. A device history review was also conducted, and no discrepancies were found.